Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead and two left ventricular (lv) leads had dislodged repeatedly. The ra lead and the two lv leads were not used, and another ra lead and lv lead was implanted. No patient complications have been reported as a result of this event.